Event description:
It was reported that the patient experienced a replacement of a spectra penile prosthesis (spp) device due to a complaint on short length. A patient outcome was not reported. Additional information received that the device was revised due to a malfunction in the device. The patient outcome was reported to be well.

Manufacturer narrative:
No malfunction was reported. The spectra cylinders were visually inspected and functionally tested. Both cylinders performed within specifications. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for container 21569027 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per 92186855 wi cis product investigation. The allegation was not confirmed as the device performed within specifications, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced a replacement of a spectra penile prosthesis (spp) device due to a complaint on short length. A patient outcome was not reported. Additional information received that the device was revised due to a malfunction in the device. The patient outcome was reported to be well.